Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 10/28/2023, the patient was experiencing nausea and vomiting. The patient¿s cgm was reading 180 mg/dl and the bg meter was reading 400 mg/dl. The patient¿s parent called their doctor and was advised to go to the emergency room (ER). The patient¿s parent took him to the ER as directed. At the hospital, the patient was admitted and treated with both IV insulin and dextrose (d10) to stabilize his bg levels, as well as zofran for nausea. The patient was discharged home three days later on (B)(6) 2023. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.